Manufacturer narrative:
(B)(4). Sterile part: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: may 07, 2014. Expiry date: april 01, 2024. Non sterile part: manufacturing location: (B)(4). Manufacturing date: march 21, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, date of birth/age, and weight are unknown. Date of post-operative plate breakage is unknown. This report is for one (1) unknown lcp proximal femoral plate. (B)(4). The original implant procedure was performed on an unknown date approximately five (5) months ago. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient suffered a femoral fracture approximately five (5) months ago. The patient was originally treated with a periarticular proximal femoral plate. Sometime thereafter, the locking compression plate (lcp) broke. The patient was returned to the operating room on (B)(6) 2015 to have the broken device removed. Additional information is not available at this time. This report is for one (1) unknown lcp proximal femoral plate. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
On follow up medwatch report, it was reported as (B)(6) 2015; should have been (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.